Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause is that a glass fragment was trapped between the checkband and stress member. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor that leaked at the filling port. The event occurred during filling. The device was filled with 230 milliliters of 5-fluorouracil and d5w diluent. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.